Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported, that the pump's low blood glucose reminder did not enunciate as anticipated. The customer's blood glucose level was 80 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.